Event description:
Procedure: sigmoid resection. According to the report: during colon anastomosis, stapler was put together correctly with audible click sound heard and then fired as usual. After the handles were released, the surgeon noticed that the staples were outside and the anastomosis wasn't performed. Another stapler was used, the same steps performed with positive result.

Manufacturer narrative:
Date initial report sent: 10/28/2009.